Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported a no delivery alarm on the insulin pump after inserting a new infusion set. The customer's blood glucose value was unknown. The customer was advised to monitor the device and to call the helpline if the issue recurs. No further information was provided.